Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (ldva) that occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting for a low drain volume alarm, the care giver (cg) stated there was air in the patient line. The technical service representative (tsr) had the cg cycle power, end therapy and recommend starting over with new supplies. Product surveillance contacted the cg regarding the reported problem. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers.